Manufacturer narrative:
It was reported that the system checkout failed the pressure transducer test during system check out (sco). The device logs from the event have not been received. It was concluded that the inspiratory pressure transducer board was faulty and needed to be replaced. The inspiratory pressure transducer was replaced and returned for investigation. The pressure transducer has a factory built in 2 volt zero pressure offset. According to data stored in the e2 prom on the pressure transducer board from the last performed sco, the offset had drifted approximately 250 mv which is close to the allowed limit of +- 300mv from the factory default value. The returned pressure transducer board was simulated use tested in our laboratory environment and a drift of the offset value over time could be verified. Our conclusion into this matter is that the reported pressure transducer test failure was caused by a drift in the zero pressure offset. The cause of the drift has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).